Event description:
It was reported through the litigation process that sometime after port placement procedure; the port catheter had fractured. It was further reported that patient was expired, and the cause of death was not provided.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime after port placement procedure; the port catheter had fractured. It was further reported that patient was expired, and the cause of death was not provided.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The reported catheter fracture and death therefore cannot be confirmed. No causal relationship between the catheter fracture or the patient death has been established. Based on the available information, the definitive root cause of the catheter fracture and death is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2008, a patient underwent port placement via the left subclavian vein for chemotherapy related to metastatic esophageal carcinoma. Approximately, one year, six months and twelve days later, on (B)(6) 2009, the patient presented with difficulty in aspirating the venous access port. Further, it was reported that the port catheter had fractured and migrated to the right atrium and ventricle. Subsequently, the catheter fragment was retrieved on the same day. On (B)(6) 2009, the port was further removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was identified in medical records. Subsequent review determined the initial classification relied on litigation language (including loss of consortium) without evidence of patient death or device causation. No death certificate, autopsy, clinician statement, or hospital documentation was provided. Current information supports serious injury criteria. Hence, the event type has been corrected from ¿death¿ to serious injury.as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.b1, b2, b3, b5, g3, h1, h6 (patient, device, result, conclusion).section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.